Event description:
Perclose device malfunction, fracture. And couldn't come out. Serious adverse effect. Perclose was used as grown closure device. Dr inserted the device in pt's right groin, attempted to deploy the device and fell apart. He attempted to remove the device but was not able. A small fragment of the device was still in the pt's groin. The opposite groin was accessed and he went across pt's iliac artery to retrieve the fragment that was in the right groin. The fragment was removed successfully with a sheath. He was finally able to remove the perclose device but it required some effort. All foreign bodies were removed from the pt. The device is still at our facility in case you need it for further inspection.